Manufacturer narrative:
The event details state that the patient¿s entire ¿system¿ was explanted, reason ¿unknown¿. Analysis of the returned ipg found no physical anomalies and it communicated with all lab utilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient¿s entire system was explanted on (B)(6) 2023 for an unknown reason.